Event description:
The pen needle has broken inside the stomach of the pt ((B)(4)). The needle has been removed.

Manufacturer narrative:
The pen needle has broken inside the stomach of the patient ((B)(4)). The needle has been removed. We have not received the suspected device. We made analysis on the sample of the same lot with result: compliance. During the lot release were controlled 10 pen needles in order to check the conformity of the product according to the injection, and the result was: compliance. The other controls performed were: visual control with magnifier at 40 increases (iso 11608-2 that refers to iso 7864 recommend a control at 2,5 increases, it means that our control is stricter) injection control according to din (B)(4) control at 100% of the needle obturation. As per the above we can assume that the incident could have been caused by a reuse of a single use device. The indication of single use is clearly insert on the product.